Manufacturer narrative:
(B)(4). Batch unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during an open colectomy, the staples at outer line of the cartridge were unformed at the third firing of triangular anastomosis. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.